Manufacturer narrative:
Received one used b1702 quadfuse extension set with microclaves attached for inspection. The male luer connector was separated from the shunt as received. Evaluation of the bond showed insufficient solvent applied. The reported complaint of a separation can be confirmed. The probable cause is due to insufficient solvent applied during manual assembly in manufacturing. The lot review could not be conducted because no lot number(s) was/were identified.

Event description:
The event occurred on (B)(6) 2023 involving a 4.5" (11 cm) appx 0.80 ml, smallbore quadfuse ext set w/3 remv check valves, 4 clamps (red, white, green, yellow), luer lock where the customer stated that there were several breakages/failures for some of the multifuse extension sets. There was patient involvement and no patient harm.